Manufacturer narrative:
The impella device was received from the customer on 09-apr-2024 and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant initially reported that an aic (automated impella controller) displayed a controller failure alarm during impella 5.5 support. After switching to a backup console, a review on impella connect noted that a controller error had occurred. There was no patient harm.

Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The failure mode as reported could not be reproduced upon boot up in the lab. The root cause of the defective optical sensor lamp controller error could not be determined since the issue could not be reproduced. D2.